Event description:
The pt's parent reported the child was no longer responding to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been scheduled as of date of this report.